Event description:
The user facility reported that a piece of plastic fell from the elbow part of their harmony 585 light during a surgical procedure and hit the surgeon on the head and landed on his shoulder. No procedural delays or cancellations reported. No injury to hospital staff or patients.

Manufacturer narrative:
A steris service technician arrived on site to inspect the light and obtain additional information. He found half of the upper/inner knuckle missing from the light. The service technician also noticed that another light, mounted next to the one subject of this event, had also sustained some damage. The service technician was informed by the facility that the upper/inner knuckle of the light fell off when it was hit by the other light in the room during repositioning. The service technician repaired the harmony light by replacing the damaged knuckle covers. The light was returned to service. Reference to the operating manual states "caution- possible equipment damage hazard: do not bump lightheads into walls or other equipment." An in-service at the user facility was performed on (B)(6) for proper operation and use of light.